Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the device was opened and the inner assembly was inspected. The visual inspection revealed a damaged high voltage capacitor and fluid deposits of the damaged capacitor were found on several electronic components. The measurement of the battery voltage showed a depleted battery. Therefore, the capacitor was sent to the manufacturer for further investigations. The analysis at the manufacturer confirmed the capacitor damage, which caused fluid leakage on the circuit board and therefore to the clinical observation. In conclusion, the clinical observation resulted from a damaged high voltage capacitor. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
It was reported that this device could not be interrogated. The device was explanted.